Event description:
Male consumer via phone stated that one of the oral-b precision clean toothbrush heads fell off in his mouth, but he was fine with no harm done. The concomitant oral-b toothbrush's, type 3766, product lot was bb81710656. No injury was reported.

Manufacturer narrative:
The reporter informed the company that the product has been discarded.